Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 72mm abdominal aortic aneurysm. It was reported the patient presented emergently over a year later, with abdominal pain. A CT performed showed a type ia endoleak and aneurysm expansion. Intervention was performed on the same date, all stent grafts were explanted via open repair. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the reported proximal type ia endoleak and aneurysm expansion were confirmed on the films provided; however the cause of the event could not be fully determined. Lack of post-implant CT¿s did not allow for a thorough analysis of the stent graft in vivo configuration immediately after implantation. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not provided. It is likely that disease progression with aneurysm expansion of the aortic neck may have been a factor in the occurrence of the proximal endoleak. It is also possible that migration of the device may have occurred but cannot be confirmed. Analysis of the returned CT images did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.